Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer. The customer declined follow-up with customer technical support, and no additional information regarding the outcome of the event was received.